Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with the available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the liquid crystal display (lcd) touchscreen assembly of the programmer. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientifics investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. A risk review was completed and confirmed that the event of unresponsive was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for help with interrogating this patient with this programmer. During the interrogation, the screen froze and ts noted they had to erase all the data. Eventually, ts helped the hcp successfully interrogate the patient, however, the data was unable to be sent due to a broken cell adapter. It was also noted the programmer was unable to connect to the wifi. After re-booting the programmer, the data was still unable to be sent. The hcp tried connecting the programmer to two different wifi accounts but was still unsuccessful because the screen kept freezing. Ts transferred the hcp for additional assistance and contacted a local team to replace the cell adapter. This programmer remains in service and no adverse patient effects were reported.